Event description:
Per the clinic, it was reported that open circuits were noted on multiple electrodes, and subsequently the device was explanted on (B)(6) 2021. The patient was reimplanted with a new cochlear device during the same surgery.